Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with mild staph marginal keratitis 1 day post lasik surgery. Topical steroid dosage was increased to treat the event. The patient reported mildly scratchy symptoms. In a follow up the center director reported the event is improving. Th patient is benign treated with topical prednisolone acetate, artificial tears and oral doxycycline.